Manufacturer narrative:
Patient weight not made available from the site. 2016 a medtronic representative performed a navigation system check-out, hardware test failed. Computer turning on and monitoring showing initial display logo screen but no video from computer. Computer boot-up failure. (B)(4) 2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Monitor experiencing intermittent signal issues. Replacing monitor upgrade kit. Surgeon monitor failure. (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2016 software analysis was unable to determine probable cause with the information provided. Reported behavior could not be replicated. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the tracker would not connect. The navigation system was re-booted several times, the problem persisted. No further details were provided. The surgeon opted to discontinue the use of the navigation system to continue the procedure to completion. There was no delay of therapy. There was no impact on patient outcome.